Event description:
A surgeon reported a pt with trace diffuse lamellar keratitis (dlk) in the left eye one day following lasik treatment. The pt's topical steroid drops were increased. In a follow up with the center director, she indicated the pt was seen on (B)(6) 2014 and the event had resolved in both eyes. There are two medical device reports associated with this event. This report is for the left eye.

Manufacturer narrative:
The device history records were reviewed. No abnormalities that could have contributed to reported event were found. The associated device was released based on company acceptance criteria. The system history shoed that the laser was verified successfully prior the date of treatment. Logfiles review showed that all treatments were completed to 100% and all laser system functions were within specifications at this day. The root cause cannot be determined conclusively. (B)(4).